Event description:
Patient presented with 25mm neck diameter, 20mm length, renals to bifur measured 120mm, moderate neck angulation, with an 88mm aneurysm. Implant of a 25-16-140bl bifurcated device and a 28-28-75l proximal extension. There was a proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure. Operational context contributed to event.